Manufacturer narrative:
Additional, changed, and/or corrected data: a2.

Event description:
Healthcare professional reported an unknown side rupture. Device remains implanted.

Event description:
Physician reported a rupture. This relates to an unknown side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.